Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was confirmed and reproduced during evaluation. It was found to be caused by 2 depressed negative battery contact pins, and 1 depressed data pin caused by a failed back flex. The rear case assembly was replaced.

Event description:
During baxter's evaluation of a spectrum pump, it had turned off without user input. There was no patient involvement.